Event description:
The customer reported being hospitalized due to blood glucose levels over 600 mg/dl. The customer also had ketones. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.